Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.25x16mm taxus liberte stent would not cross the lesion. The 98% stenosed lesion being treated was located in the severely calcified left anterior descending (lad) artery. The physician used a 1.5x15mm rota. The lesion was predilated with a unknown 2.0x15mm balloon, which reduced the stenosis to 70%. The procedure was completed with another 2.25x16mm taxus liberte stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
(B)(4) - a visual and microscopic examination identified stent damage. Struts along the entire length of the stent were misaligned. The hypotube was kinked approximately 44 cm from the catheter's strain relief. The proximal end of the balloon was partially inflated. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)